Event description:
It was reported that during deployment in a moderately tortuous internal carotid, the acculink device jumped forward, as slack was not removed from the system. The stent covered a portion of the lesion, but another stent was needed to completely cover the lesion. No patient effects were reported.